Manufacturer narrative:
Lifescan lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Reporter called on behalf of the patient on 11/19/04, alleging that the patient's lifescan meter was falling high out of range using the control solution. The patient received a reading of 184 using the control solution; however, there is no information on what the range was on the test strips. Test strips failed using the control solution test twice. The test strips were in good condition and not expired. The control solution that the patient had been using was not expired. The patient had been cleaning the meter properly. The patient contacted a medical professional for advice and there is no information if the patient received any treatment. Customer service attempted to have the patient run another control solution test; however, the meter displayed an error 1 message. Customer service was unable to resolve the error 1 message and sent the patient a new meter.